Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient reported inaccurate cgm values. On (B)(6) around noon, the patient was at a store, and was bumping into everything, as she could not get her balance. The store staff assisted the patient to sit down and called emergency medical services. It was reported the patient¿s cgm displayed 200 mg/dl; however, her bg was 35 mg/dl. No information was provided concerning what treatment was provided to increase the patient¿s blood glucose. The patient alleged her tandem pump continued to administer insulin based on the inaccurate cgm value. At the time of the report the patient is okay but just feeling very tired. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of confusion.